Event description:
The lay user/patient contacted lifescan (lfs) in 2008 alleging that the onetouch ultra meter gave a "lo reading." The medical affairs specialist (mas) was able to correspond with the patient by telephone on october 3, 2008 and classified the complaint based on the following information received from the customer. The mas noted that the patient was a diabetic educator. The patient tests his blood sugar 4 to 8 times a day. He manages his diabetes via levemir 9 units before bedtime and humalog 20 units on a sliding scale. He takes additional 1 unit of humalog for every 15 grams of carbohydrate. The patient stated that the alleged issue began on approx three months prior to original date at an unspecified time. During that time, he reportedly obtained a reading of "lo" on the subject meter. He had 2 other onetouch ultra meters as back up but reportedly did not test on his other meters during that time. He stated that due to the lo results obtained on the subject meter he "drank a lot of orange juice, which caused his blood sugar to shot up." It is not know how long after he drank the orange juice he felt the symptoms. He stated that he does not remember the last reading obtained on the subject meter prior to the reported issue. He stated that on the same day (time unk), he experienced symptoms of "ketoacidosis" and was hospitalized. The patient was not willing to answer when the mas asked him about the symptoms of "ketoacidosis." He reportedly obtained a "lo" reading on the subject meter during the symptoms. On that day(time not specified) he reportedly was hospitalized, obtained a reading of "above 600mg/dl" on the hospital's meter and was treated with insulin (unk type and dose). He stated that he was diagnosed with "heart attack, ketoacidosis, kidney failure and pneumonia." The patient stated that he does not recall all the other treatment received at the hospital. The patient reportedly was discharged from the hospital on twelve days later (time not known). During the troubleshooting, the patient mentioned to the cca that due to frustration he destroyed the subject meter, the cca could not confirm the meter's serial number. The patient was obtaining blood samples from his fingers. The patient's testing technique was reviewed to be correct and he was also cleaning the puncture area properly. Replacement product were sent to the patient. This complaint is being reported because the patient reportedly experienced symptoms of "high " while he reportedly obtained a reading of "lo" on the subject meter and the alleged issue was not resolved with troubleshooting. In addition, the patient claimed that he developed symptoms suggestive of hyperglycemia after the alleged meter issue began and was treated with insulin at the hospital.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and trips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.